Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized for diabetic ketoacidosis on september 11. Blood glucose reading was 15.6 mmol/l. The customer feels okay to troubleshoot. The customer was treated with needle at the hospital. Auto mode feature was active at the time of incident. The customer did not alleged that insulin pump was under delivering insulin. The insulin pump will not be returned for analysis.